Event description:
Doctor at (B)(6) texted me the images of a dislocated stryker constrained liner. Patient was revised.

Manufacturer narrative:
Reported event: an event regarding dislocation involving an unknown trident liner was reported. The event was confirmed via medical review. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: "conclusion/assessment: no medical data, past medical history, operative notes or pre/postoperative radiographs were provided for review. The assessment was based on a single unlabeled x-ray and the pi report. The x-ray shows a dislocated bipolar head from the locking ring of a constrained liner. There is a proximal femoral replacement and a custom acetabular component replacing the inferior half of the ipsilateral pelvis. Event confirmation: a dislocation from a constrained liner can be confirmed. That said, the image was unlabeled and undated so it cannot be attributed to any specific patient. Root cause: the root cause cannot be ascertained from the data provided. The image shows a very high risk case for dislocation. There is a proximal femoral replacement and replacement of the inferior half of the hemipelvis, thus there would be no abductor or functional constraints to a dislocation." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to dislocations. A review of the provided medical records by a clinical consultant indicated: "conclusion/assessment: no medical data, past medical history, operative notes or pre/postoperative radiographs were provided for review. The assessment was based on a single unlabeled x-ray and the pi report. The x-ray shows a dislocated bipolar head from the locking ring of a constrained liner. There is a proximal femoral replacement and a custom acetabular component replacing the inferior half of the ipsilateral pelvis. Event confirmation: a dislocation from a constrained liner can be confirmed. That said, the image was unlabeled and undated so it cannot be attributed to any specific patient. Root cause: the root cause cannot be ascertained from the data provided. The image shows a very high risk case for dislocation. There is a proximal femoral replacement and replacement of the inferior half of the hemipelvis, thus there would be no abductor or functional constraints to a dislocation." Further information such as return of the device, pathology reports and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.